Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the during intraocular lens (iol) implantation procedure, a nurse noted that plunger went right past lens without pushing it. A non company viscoelastic was used. The physician then removed the lens from the preloaded device and loaded into another cartridge. The lens was injected into eye and then noted a crack through the middle of the optic. The lens was cut and the surgery was completed with another same type of lens uneventfully.

Manufacturer narrative:
The product was returned for analysis and the reported scratch was observed. The lens was returned in a plastic container. No device returned. Solution is dried on the iol. The optic has two large cuts (the observed damage is consistent with lens having been explanted). There is a long scratch observed in the centre of the optic. Additional information: the complainant indicated the use of non company viscoelastic which is not qualified for use with suspect device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. The complainant also indicates that not enough ovd was seen around the iol after ovd injection. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. In addition, dfu does not instruct to remove the lens from the device for implantation with other accessories. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).